Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because his device did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. The ipp was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that pump tubing was cut down to the pump block; no holes were found. The pump passed the functional test. No leaks were identified. The reservoir was microscopically inspected and leak tested. No anomalies were found with the reservoir. The cylinders were microscopically inspected and leak tested. The microscope test found that the first cylinder had wear at fold in the middle, distal end of the cylinder. The first cylinder had a hole and tool marks in the proximal end of the cylinder from sharp instrument, this finding is most likely consistent with explant damage. The second cylinder had wear at fold in the proximal end and distal end of the cylinder the first cylinder did not pass the leak test. The second cylinder passed the leak test. Product analysis was not able to confirm the reported device allegation. Based on the information available and analysis results, the reported clinical observation of holes could not be confirmed. B3. Event date correction.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. The ipp was explanted and replaced. No patient complications reported.